Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the patient received multiple inappropriate shocks due to oversensing. High pacing threshold, low pacing impedance, low high voltage lead impedance and decreased sensing were also noted. The lead was capped and replaced. The patient condition was fine after the procedure.